Event description:
Prior to procedure md scoped pt & no unusual abnormalities noted. Md placed 1st band without difficulty. Upon planning 2nd band on large varix the band did not completely deploy & hit the varix & popped it and excessive bleeding was noted. Md tried sclerotherapy but pt went for emergency surgery.